Event description:
During a remote follow-up, far field r-wave over-sensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
An additional report is needed to correct that far p-wave over-sensing and decreased r-wave sensing variation occurred, not far field r-wave over-sensing.